Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of approximately 700-800 mg/dl and dizziness; cause was unknown. Elevated bg was addressed via a correction bolus. Customer received assistance testing bg and administering a manual injection from paramedics. No additional information was provided.